Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The client has indicated that the product will not be returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted. Dr (B)(6) did not approve the return.

Event description:
It was reported, that: today we revised an rhk femur as it was explained by the operating surgeon that the patient's right knee joint line was out of alignment. It was therefore decided to revise the femur and implant the same size femur (size f) with a longer stem (200mm offset stem) and distal augments to distalise the femur are correct the joint line. No delay. Patient outcome: revision.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report has been filed under MDR: 0001822565-2022-00707.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report has been filed under MDR: 0001822565-2022-00707.

Event description:
It was reported, that: today we revised an rhk femur as it was explained by the operating surgeon that the patient's right knee joint line was out of alignment. It was therefore decided to revise the femur and implant the same size femur (size f) with a longer stem (200mm offset stem) and distal augments to distalise the femur are correct the joint line. No delay. Patient outcome: revision.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The client has indicated that the product will not be returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted. Dr (B)(6) did not approve the return.